Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05418. It was reported that the patient had a fall and after this fall the ipg is turning off by itself. The patient's lead also is experiencing high impedances. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: coding corrected from 4016 - intermittent loss of power to 4019 - unexpected shutdown.